Event description:
It was reported the stimulator was implanted in the right groin area to provide pain relief in the left groin area. The device worked fine for 6 or 7 months after implant and then stopped working. Reprogramming was done a couple of times but didn't help. The pt was implanted with a defibrillator in 2008. The patient has not been using the stimulation therapy since the defibrillator was implanted. Now the pt reported a rash and the device is protruding. Additional information has been requested from the hcp, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2008-05016.

Manufacturer narrative:
This report is being submitted after an internal audit.